Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observations of pump and inflation issues. The pump did not pass activation testing and this was determined to be the most probable cause of the reported events. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly, and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. The cylinders were visually inspected, microscopically examined, leak and pressure tested. One of the cylinders passed all tests performed; the other cylinder had an avulsion hole in the outer tube, which is consistent with wear against the kink-resistant tube. The krt was worn down to the filament. The reservoir was visually inspected, microscopically examined, and leak tested; all tests were passed. The ms (momentary squeeze) pump was visually inspected, microscopically examined, and functionally tested. No visual damage was observed; however, the pump did not pass the activation test. Product analysis confirmed the reported allegations, as the observed pump anomaly is likely to have affected the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited pump activation and cylinder inflation issues. Despite clinical evaluations and troubleshooting, the issues persisted. Therefore, a surgical procedure was carried out and the entire ipp was replaced with a new ipp. It was stated that the pump would stick when implanted, but once explanted seemed to function as intended. No patient complications were reported.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced mechanical issues related to pump activation and cylinder inflation. Despite clinical evaluations and troubleshooting, the issues issues persisted. Therefore, a surgical procedure was carried out and the entire ipp was replaced with a new one. No additional patient complications were reported.